Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the stapler which was packaged with the original load was discharged without difficulty. When the stapler was unloaded by the scrub tech, a piece of the stapler came off the original load and the stapler could not be reloaded. No reported patient involvement.